Manufacturer narrative:
H6: corrected the following: health effect - clinical code, health effect, impact code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the prosthesis wear reported in (B)(4) cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Pending investigation. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
As reported via legal documentation, a patient had bilateral knee replacement on (B)(6)2020. Their right knee has not yet undergone revision, however, the patient has claimed the following complication/injuries as a result of their implant: future revision surgery, joint pain, joint swelling, loss of range of motion, loss of mobility, loss of strength, muscle weakness, decreased ambulation, stiffness, falls, weight gain, past and future medical, expenses, osteolysis, synovitis, and scarring. There is no other patient demographic or medical history available. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.